Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. The verisight catheter was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Block h6: per the IFU, cardiac perforation is a known adverse effect of the procedure. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verisight catheter was used in a therapeutic ep structural heart procedure. The catheter was delivered over a non-philips guidewire that was placed near the left atrial appendage (laa). After the atrial septum was dilated, the catheter was advanced to the left atrium when the patient¿s blood pressure dropped. An effusion was detected via transesophageal echocardiography (tee), and a microscopic perforation was noted in the laa. The patient was transferred to the or to surgically repair the perforation. This adverse event is being submitted for the verisight catheter, in use in the area when a perforation occurred, requiring surgical intervention. There was no alleged malfunction of the verisight catheter during the procedure.